Event description:
Medtronic ave has received additional info. It was reported that the physician had intentionally burst the balloon with the proximal end of a guide wire. The device was received and returned goods investigation has been completed. The device was returned without the stent. No kinks or bends were noted on the catheter. The balloon was received burst. Due to the condition of the burst balloon, it was not possible to complete the investigation for the complaint of deflation difficulties.

Event description:
A 7 mm diameter x 30 mm length bridge assurant biliary stent was implanted in a patient for treatment of a common iliac artery stenosis in 2002. The percentage of lesion stenosis and vessel morphology are unknown. It was reported that it was difficult to insert the stent delivery system through a 6 french input tf sheath. After the stent was deployed, the balloon would not deflate completely. It was reported that the physician pulled the balloon against the tip of the sheath and kept negative pressure on the balloon for about 5 minutes, after which the delivery system was removed. No clicnical sequelae were reported, and the patient is reported to be fine. The stent delivery system has been received by medtronic ave, and its analysis is pending.